Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Tip of 2.5 drill bit broke off in pt whilst drilling during an orif of publis symphysis. Broken tip approx 1cm.